Event description:
A malfunction code 12 was reported by a customer, with no notable events occurring beforehand and without causing any adverse impact to the customer's blood glucose level. The customer reported this issue multiple times previously and had not reset the pump for this malfunction within the last 24 hours. Technical support decided to replace the pump, as it was under warranty, and confirmed the customer's shipping address. The customer was instructed on how to put the pump into storage mode and was advised to return it using a pre-paid label within ten days. During the interim, the customer was to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.